Manufacturer narrative:
Engineering eval of the returned tibial insert noted that the anterior face had damage consistent with device removal. The articular surface of the insert showed wear in the form of pitting and lines running in the anterior/posterior direction. The surface posterior to the cam has been dulled by a large number of scratches.

Event description:
Pt fell shortly after total knee arthroplasty and over time the tibial component became loose.